Event description:
It was reported that a double beeping with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
Additional information in h6 and h10. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Customer problem was not duplicated during the investigation. However, investigation found contaminated of fluid ingression on downstream occlusion sensor which was probable causes of the issue. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor.